Event description:
It was reported that the device therapy connector was intermittent and failed to detect a connection. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio found that the therapy connector was not making the appropriate contact with mating pins. The therapy connector assembly was replaced and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use.